Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product identified that the device did not appear to be damaged. Functional testing of the unit included running the device for 3 minutes on the "high" mode. The tip lock did not move and the tip was still locked in place after the 3 minutes. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause is attributed to the tip lock thickness dimension being manufactured at the low end of the specification such that the interference condition with the slot width (post mold change) may not be sufficient with normal process variation. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Foreign report source: (B)(6).

Event description:
It was reported that during the surgery, the tip lock was slided easily due to the vibration of this product during working, and the tip came off from the handpiece.